Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) was dispatched to evaluate the iabp unit but was unable to reproduce the reported issue. As a precaution, the stm replaced the scroll compressor, threaded probe temperature sensor, fan cable assembly, and relative filters. The iabp passed all calibration, functional and safety tests and was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an over temperature message and shut down. There was no patient harm and no adverse event was reported.